Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went to ventilator inoperative at boot up. The customer reported there was no patient involvement.

Manufacturer narrative:
Fse replaced the external and backup batteries to address the reported issue. Unit passed the electrical safety, extended self-test (est) and battery test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue is due to external battery and backup battery failure.